Event description:
It was reported that the patient is deceased and died approximately (B)(6) post implantable cardiac defibrillator implant. Additional information obtained indicated the cause of death was cardiac dysrhythmia with underlying cardiomyopathy. Significant conditions contributing to the death were noted to be coronary atherosclerosis, hypertension, diabetes mellitus and hyperlipidemia. Information obtained from the clinic reported that the patient had a ventricular tachycardia ablation (B)(6) before his death and was reported to be doing well. The patient was found at home by his spouse and was deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.